Event description:
It was reported approximately one month post implant that the right atrial (ra) lead had dislodged. Repositioning of the ra lead was attempted. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.